Event description:
It was reported that during a scheduled inspection, the case was found to be cracked/damaged by the battery release button. The external pulse generator (epg) was returned for repair. The epg was analyzed and it tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the ring and two side bails were missing, the battery contacts were compressed, the keyboard pad was cosmetically damaged and the battery drawer was broken.